Event description:
It was reported the patient was seen today and did not think the pump was working. The patient experienced a change in therapy; hurt more and legs were burning. Upon interrogation, the low and empty reservoir alarms occurred. The patient denied hearing the alarm (critical alarm was set for every 10 minutes). The patient had missed a refill in (B)(6) 2015. During the appointment, the pump was refilled with the same concentration of medication, but the dose was reduced to the lowest programmable (96mcg/day). There were no patient symptoms or complications associated with the event. The patient recovered without permanent impairment. The pump was used to deliver lioresal (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11471r40, implanted: (B)(6) 2003, product type: catheter. (B)(4).